Manufacturer narrative:
The reported complaint of the vt/vf episode counter anomaly on the fastpath summary was confirmed. Based on the provided information, it was determined that the counts on the fastpath summary are from the summary counts from the episode diagnostic summary. The episode diagnostic log can be overwritten, therefore the counts are determined by the episodes that are currently in the log. The correct information with the time range and therapies can be found on the episode summary page.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly. No changes were reported. The patient status was stable.